Event description:
It was reported that following a pump replacement, the pt had remained hospitalized for withdrawal symptoms. The pt experienced fever, increased baseline spasticity, and hypertension. The new pump was filed with 9ml of baclofen that was remaining from the old pump. The new pump was not rinsed with the drug prior to filling and the catheter was not aspirated. The new pump was primed in the o.r. Prior to the connection of the catheter. The pt was programmed with the same daily dose of baclofen as the old pump; approximately 925 mcg/day. The pt received valium, oral baclofen, cyproheptadine and a single therapeutic bolus of 150mcg. The pt was reported "improving" following those interventions. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
.